Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device and lead system exhibited oversensing with an attempted delivery of shock therapy resulting in a 'shorted' lead indicator and no pacing output. Lead assessment was remarkable for low pacing impedance, identification of possible insulation breach(during replacement procedure), and no pacing output.